Event description:
It was reported the implantable neurostimulator (ins) pocket was irritated. The patient had pain at the pocket site of their right side implant. It was reported the cause was the size of the old battery. It was reported the ins was replaced with a new, smaller device. It was noted the patient was hoping this would make him MRI compatible, but it was explained he would need leads replaced as well. It was noted the patient was dissatisfied with the plan to leave the original leads intact but "understood the situation". It was reported that during the normal course of the evaluation today, it was discovered the #2 electrode impedance was greater than 3600 ohms.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient. Product ID 3708340, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 399930, lot# j0555614v, implanted: 2005-(B)(6), product type lead, product ID 3708340, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 399930, lot# j0555614v, implanted: 2005-(B)(6), product type lead. (B)(4).